Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's right femur was revised after patient complaint of pain (severity of pain not reported). X-rays showed the 90mm lag screw was too long for the patient and was revised to a shorter screw. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.